Event description:
Male nursing home resident was restrained in an alleged posey 5150 sr pro belt in a wheelchair. Patient slid down the front of the wheelchair and was later found dead. Pt was in his 80's and suffered from alzheimer's at the time of this incident. Nursing home records reflect, that patient had a history of sliding down in his wheelchair such that the posey device came up around his chest area. According to product instructions, this is a contraindication for use of this product.